Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the backup insulin therapy method, but no response was received. Customer¿s blood glucose level was 114 mg/dl.